Event description:
Nurse called to report a hospitalization due to severe diabetic ketoacidosis. Caller stated that customer has been in a coma for the past month due to diabetic ketoacidosis. The blood glucose reading was 800 mg/dl. Customer was found laying on the floor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.